Event description:
Related manufacturer reference number: 2017865-2022-46995. It was reported that a patient presented for a system implant procedure on (B)(6) 2022. During the procedure, high capture thresholds were noted on the right ventricular lead prompting for the lead to be removed and replaced. The replacement lead perforated the patient's cardiac tissue, and the lead was also removed as a result. The procedure was cancelled, and no new lead was implanted. The patient was stable throughout.

Manufacturer narrative:
The lead was returned due to lead perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. After cleaning, the helix could be extended. The helix extension length was within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray inspections of the lead did not find any anomalies.